Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Correction to h8, box was marked inadvertently. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed; the 23mm valve appears to be well-expanded at 22.4mm at mid valve (0.5mm added for outer diameter), there appears to be some calcification on all 3 leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint calcification was confirmed based on provided imagery. The available information suggests that patient factors, including hypertension and hyperlipidemia, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist (fcs), approximately four years and six months following the initial transcatheter aortic valve replacement (tavr) procedure, a patient who had received a 23mm sapien 3 valve presented with symptoms of dyspnea and fatigue. Due to the development of valve stenosis and paravalvular leak (pvl), a valve-in-valve procedure was performed using a 23mm sapien 3 ultra resilia valve. The intervention was successfully completed to address the underlying valve dysfunction. Per medical record review, approximately 4 years and 7 months post-implantation, an echocardiogram revealed moderate aortic insufficiency, a mean gradient of 67 mmhg, and an aortic valve area (ava) of 0.29 cm2, consistent with severe bioprosthetic aortic valve stenosis. A transesophageal echocardiogram showed a mean gradient of 51 mmhg, mild to moderate aortic valve regurgitation, and severe stenosis of the 23mm s3 valve. The patient elected to undergo a valve-in-valve procedure and a 23mm s3ur valve was successfully implanted within the existing 23mm s3 valve, with no paravalvular leak observed.

Manufacturer narrative:
The investigation is ongoing.